Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 40 mm fusiform abdominal aortic aneurysm. The proximal aortic neck was 16-17 mm in diameter, and 35 mm long. The diameter of the terminal aorta was 14 mm. The diameter of the right iliac was 12 mm, and the left iliac was 10 mm. The femoral arteries were 7 mm in diameter. Due to the narrow terminal aorta, the possibility of limb occlusion was anticipated; however, sufficient blood flow through both limbs was confirmed at the index procedure so the physician elected to not reinforce the limbs with bare metal stents at that time. It was reported that the patient presented to the hospital 2 weeks post-implant with leg pain. A CT showed the ipsilateral limb to be compressed in a crescent shape, while the contralateral limb remained round and patent. The physician implanted another manufacturer¿s 12mm x 42mm stents in both limbs from the terminal aorta to the origin of the external iliac artery. Adequate blood flow through both limbs was confirmed, and the procedure was completed. Only minimal thrombus was seen in the ipsilateral limb, suggesting that the disruption in blood flow was due to the compression/kinking of the ipsilateral limb and not due to thrombus. No additional clinical sequelae were reported, and the patient is fine. A review of returned films 2 weeks post-implant revealed that the bifurcate was positioned just below the renals; the ipsilateral limb was in the right common iliac, and contra limb in the left common iliac. The gate is just proximal to the distal aorta. Beginning at the flow divider, the ipsilateral/right limb is completely occluded. Blood flow resumes at the right external/internal iliac. At the distal aorta, which measures 15x16mm, the contralateral limb ID is 8 x 10mm and the occluded ipsi limb is compressed down to 2 x 11mm. Both limbs open up in the iliacs; the right limb measures 10mm ID and the left limb 11mm. Angiography images during a secondary procedure showed that a stent was placed into both limbs, extending from above the gate into the common iliacs. Bilateral flow is seen within both limbs. The likely cause of the stent graft occlusion is due to placement of the iliac limbs into the small distal aorta.

Manufacturer narrative:
(B)(4). Conclusions: distal aorta diameter <(><<)>19mm.